Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis, only a picture showing one open and unused sample with the needle detached from the thread, and the thread is still wound on the pack. Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the picture received showing a defective sample and that there are previous confirmed complaints of this code-batch regarding the same issue, we consider this complaint to be confirmed as well. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received in the previous confirmed complaints showed that the needle was escaped from the thread. Final conclusion: taking into account the picture received showing a defective sample and that there are previous confirmed complaints for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that the product has been detached (before use).. No additional information was provided.